Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), rheumatoid arthritis ('rheumatoid arthritis') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 721038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), seasonal affective disorder ("psych injury/ seasonal depression"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness,"), night sweats ("night sweats"), ovarian cyst ("it appears to be an ovarian cyst"), rheumatoid arthritis (seriousness criterion medically significant), anxiety ("I get so much of anxiety"), autoimmune disorder (seriousness criterion medically significant), bipolar disorder ("bipolar disorder"), hypomania ("hypomanic spisodes"), hypotension ("blood pressure low") and attention deficit hyperactivity disorder ("adhd") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, fatigue, alopecia, weight increased, weight decreased, memory impairment and night sweats had resolved and the menorrhagia, seasonal affective disorder, ovarian cyst, rheumatoid arthritis, anxiety, autoimmune disorder, bipolar disorder and attention deficit hyperactivity disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, attention deficit hyperactivity disorder, autoimmune disorder, back pain, bipolar disorder, dysmenorrhoea, fatigue, hypomania, hypotension, memory impairment, menorrhagia, night sweats, ovarian cyst, pelvic pain, rheumatoid arthritis, seasonal affective disorder, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events -abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), psych injury, pelvic pain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, arthritis, seasonal depression, anxiety, autoimmune disorder, bipolar disorder, hypomania, blood pressure low, adhd most recent follow-up information incorporated above includes: on 13-aug-2020: medical record was received. Lot number, reporter information, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), rheumatoid arthritis ('rheumatoid arthritis') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure (batch no. 721038-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin), ibuprofen and ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), seasonal affective disorder ("psych injury/ seasonal depression"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness,"), night sweats ("night sweats"), ovarian cyst ("it appears to be an ovarian cyst"), rheumatoid arthritis (seriousness criterion medically significant), anxiety ("I get so much of anxiety"), autoimmune disorder (seriousness criterion medically significant), bipolar disorder ("bipolar disorder"), hypomania ("hypomanic episodes"), hypotension ("blood pressure low") and attention deficit hyperactivity disorder ("adhd") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, fatigue, alopecia, weight increased, weight decreased, memory impairment and night sweats had resolved and the menorrhagia, seasonal affective disorder, ovarian cyst, rheumatoid arthritis, anxiety, autoimmune disorder, bipolar disorder and attention deficit hyperactivity disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, attention deficit hyperactivity disorder, autoimmune disorder, back pain, bipolar disorder, dysmenorrhoea, fatigue, hypomania, hypotension, memory impairment, menorrhagia, night sweats, ovarian cyst, pelvic pain, rheumatoid arthritis, seasonal affective disorder, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events -abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), psych injury, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, arthritis, seasonal depression, anxiety, autoimmune disorder, bipolar disorder, hypomania, blood pressure low, adhd. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), rheumatoid arthritis ('rheumatoid arthritis') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), seasonal affective disorder ("psych injury/ seasonal depression"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness,"), night sweats ("night sweats"), ovarian cyst ("it appears to be an ovarian cyst"), rheumatoid arthritis (seriousness criterion medically significant), anxiety ("I get so much of anxiety"), autoimmune disorder (seriousness criterion medically significant), bipolar disorder ("bipolar disorder"), hypomania ("hypomanic episodes"), hypotension ("blood pressure low") and attention deficit/hyperactivity disorder ("adhd") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, fatigue, alopecia, weight increased, weight decreased, memory impairment and night sweats had resolved and the menorrhagia, seasonal affective disorder, ovarian cyst, rheumatoid arthritis, anxiety, autoimmune disorder, bipolar disorder and attention deficit/hyperactivity disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, attention deficit/hyperactivity disorder, autoimmune disorder, back pain, bipolar disorder, dysmenorrhoea, fatigue, hypomania, hypotension, memory impairment, menorrhagia, night sweats, ovarian cyst, pelvic pain, rheumatoid arthritis, seasonal affective disorder, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events -abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), psych injury, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, arthritis, seasonal depression, anxiety, autoimmune disorder, bipolar disorder, hypomania, blood pressure low, adhd. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New events: ovarian cyst, arthritis, seasonal depression, anxiety, autoimmune disorder, bipolar disorder, hypomania, blood pressure low, adhd were added. New reporter and concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'), rheumatoid arthritis ('rheumatoid arthritis') and autoimmune disorder ('autoimmune disorder'). In an adult female patient who had essure (batch no. 721038-invalid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included: hydrocodone bitartrate;paracetamol (vicodin), ibuprofen and ondansetron (zofran). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), seasonal affective disorder ("psych injury/seasonal depression"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness"), night sweats ("night sweats"), ovarian cyst ("it appears to be an ovarian cyst"), rheumatoid arthritis (seriousness criterion medically significant), anxiety ("I get so much of anxiety"), autoimmune disorder (seriousness criterion medically significant), bipolar disorder ("bipolar disorder"), hypomania ("hypomanic episodes"), hypotension ("blood pressure low") and attention deficit hyperactivity disorder ("adhd"). And was found to have weight increased ("weight gain"). And weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, fatigue, alopecia, weight increased, weight decreased, memory impairment and night sweats had resolved. And the menorrhagia, seasonal affective disorder, ovarian cyst, rheumatoid arthritis, anxiety, autoimmune disorder, bipolar disorder and attention deficit hyperactivity disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, attention deficit hyperactivity disorder, autoimmune disorder, back pain, bipolar disorder, dysmenorrhoea, fatigue, hypomania, hypotension, memory impairment, menorrhagia, night sweats, ovarian cyst, pelvic pain, rheumatoid arthritis, seasonal affective disorder, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events: abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), psych injury, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2015, essure confirmation test(s) (unspecified): bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian cyst, arthritis, seasonal depression, anxiety, autoimmune disorder, bipolar disorder, hypomania, blood pressure low, adhd. Lot number reported 721038 is invalid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2020, quality safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue"), alopecia ("hair loss"), memory impairment ("forgetfulness,") and night sweats ("night sweats") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, back pain, fatigue, alopecia, weight increased, weight decreased, memory impairment and night sweats had resolved and the menorrhagia and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, memory impairment, menorrhagia, night sweats, pelvic pain, psychological trauma, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events -abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), psych injury, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received-event injury updated to pelvic pain. New events abdominal pain, dysmenorrhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), psych injury, fatigue, hair loss, weight gain, weight loss, forgetfulness, night sweats were added. Outcome of pelvic pain updated to recovered / resolved. Patient information and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.